Manufacturer narrative:
The initial failure description was that the rotaflow "turned off and on during patient treatment". No harm to any person has been reported. A getinge service technician was on site on (B)(6) 2021 to check the affected rotaflow serial#(B)(4). The technician could not reproduce the reported failure and no parts have been replaced. The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However the failure mode "turned off during treatment" can be linked to the following most possible root causes according to our risk management file (dms# 2023689). Battery power failure e.g.: user forgot recharge. Malfunction of the microcomputer system: failure of internal components (adc, etc.), wrong supply voltage for electronics. The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2018. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2018-04-27. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that the rotaflow turned off and on during patient treatment. No harm to any person has been reported.